Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the separated tip was discarded by the site.

Event description:
It was reported that the fox sv dilatation catheter was prepped in the tray. When removed from the tray, the tip separated from the catheter. The device was not used and there was no patient involvement. The device was replaced with a new fox sv dilatation catheter. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. A risk assessment review was conducted and the results indicate that the complaint is a foreseeable event.